Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-34, serial/lot #: (B)(6), ubd: 11-sep-2027, UDI#: (B)(4). Continuation of d10: product ID l-evolutfx-34 (lot: 0013092918); product type: 0195-heart valves; implant date na; explant date na the codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the valve was deployed too low at approximately 10 millimeter's (mm). The valve was reported to have adjusted after deployment and moved toward the left coronary cusp side; prior to release, the reported implant depths were 6 mm on the non-coronary cusp and 3 mm on the left coronary cusp. It was reported that prior to release, a higher position was not possible because the left coronary cusp was always too high. Subsequently, complete heart block was observed, and a permanent pacemaker was implanted.

Event description:
Additional information was received indicating that pre-implant balloon dilation was performed using a 24 millimeter (mm) balloon. On the first attempt, the deployment starting point was mid pigtail catheter. On the second attempt, the deployment starting point was at the bottom of the pigtail catheter. Following deployment, the valve moved to a depth of approximately 10mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.